Event description:
Independent repair center: alleged key failure not shifting. Alarming or red light. As stated on the repair statement additional malfunction on this device: power switch no alarming.